Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device had some resistance when deployed to basket and flower position; however, catheter was not able to undeployed when moving the slider switch back to its original position. The catheter was dissected for further inspection. It was observed that there was an accumulation of corrugated below in the distal section of the catheter tip, constricting the guidewire lumen. Under microscope, it can be seen an accumulation of corrugated below.

Event description:
It was reported that a farawave catheter presented a difficult to withdraw. Completed pulmonary vein isolation with the farawave catheter. The physician attempted to remove the catheter from the body and it would not go back to neutral position with the slide bar on the handle pushed all the way forward to neutral position. The catheter stuck in basket and slide bar not working appropriately to reach neutral position. The physician re-wired left superior pulmonary vein (lspv) and pushed wire out all the way and rotated the catheter. The catheter returned to flower position successfully. Tried to return to neutral and could not. The catheter was then pulled out through the sheath in an olive form. No patient complications were reported. The device has been returned for analysis. It was further reported that it was very difficult to remove the catheter from the patient's body with the use of extreme force. Once out of the sheath the catheter splines were all bent and mangled up.